Manufacturer narrative:
(H3) the evaluation noted that the reason for the revision reported was likely the result of both prosthesis wear due to third body wear and possibly related to aseptic (non-infected) femoral loosening. (D11) concomitant device(s): (cn: 02-010-01-0320, sn: (B)(6), logic cc femoral component. The following section(s) have additional info; d4 (catalog number, serial number, UDI number, esp date). Section h11: corrections made in the following section(s): (d1) brand name. (D2) common device name.

Manufacturer narrative:
The engineering evaluation. Concomitant device(s): (cn: not reported, sn: not reported) logic cc femoral component.

Event description:
On (B)(6) the surgeon revised a logic ps cemented knee implanted in 2009. The surgeon did a partial revision of the femur and poly only. The surgeon revised it to a logic cc femur with a femoral cone and a ps poly.